Manufacturer narrative:
(B)(4) date sent: 10/23/2020 d4: batch #u5c670 investigation summary the device was returned for analysis. In addition, three malformed staples were received inside of a plastic bag. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer. The device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the handle could not be grasped completely, and the knife stopped on the way of the firing. The device was used between the esophagus and stomach. When the anvil was removed from the device, it was found the target tissue was not cut all along with the donuts, and only staples on the serosal side were deployed. Those staples were taken off, and additional hand suture was performed along the donuts to complete the case. There were unformed staples and b-shape staples in the staple line. No additional incision and no additional port was required. The patient is monitored and is stable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a vats esophagectomy, the device could not be fired. The device was used between the esophagus and stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.